Event description:
It was reported that the tip of the foley catheter has been cut and available for use. As per follow-up via email on 21sep2022, the nurse who grabbed this foley from their supply room noticed the tip of the foley catheter was cut after opening the sealed packaging and they had not received any other incidents of this occurring.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the foley catheter has been cut and available for use. As per follow-up via email on 21sep2022, the nurse who grabbed this foley from their supply room noticed the tip of the foley catheter was cut after opening the sealed packaging and they had not received any other incidents of this occurring.

Manufacturer narrative:
The reported event is confirmed, manufacturing related. The bardex foley catheter was returned with the original packaging. Photo samples were submitted showing the tip of the catheter broken off within the packaging, the break occurred where the blue sleeve was sealed. The photo sample also showed the catheter removed from the packaging with the tip broken off. Visual evaluation of the physical sample noted the tip of the catheter was cut off and missing. The separation occurred at the the drainage eye of the catheter. The catheter was observed under the microscope at 1x, 10x and 25x magnification, and fragments of the blue sleeve that covers the catheter were observed to be present at the point of separation indicating the failure is due to a bagger machine cut. This is out of specifications which states, "catheters damaged by hot knife are to be scrapped. This includes burned catheters, cut catheters or cracked caps." A potential root cause for this event could be, "operator error". As no patient involvement was reported the device was not used on a patient, however, is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected